Manufacturer narrative:
Device analysis report.

Event description:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. There are plans to explant the device; however, this has not occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.